Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The event investigation is currently underway.

Event description:
It was reported that one day post stent implant, it was identified that the stent had thrombosed. Reportedly, the pt presented with a cto in the distal external iliac artery. The physician was unable to cross the cto and approx two weeks later, performed a surgical procedure, where a vascular graft was implanted and a stent was deployed in the external iliac. During the procedure, the stent was clamped with hemostats. Upon removal of the clamps, the stent had kinked and the stented artery was occluded. A pta catheter was used to dilate the stent, and flow was restored. The procedure was completed without injury to the pt. The pt remained in the hospital for observation. The following day, the pt's toes turned white. Imaging identified thrombus in the stent, extending distally. An ilio-fem bypass was performed and flow was restored to the vessel. The pt was reported to be doing well post procedure.